Event description:
The customer reported to olympus, the evis exera iii video system center displayed a b30 error code. The issue was found during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently left out of the initial medwatch report and to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.